Event description:
The proxiaml bond detached from the catheter during a tibial angioplasty procedure of a highly calcified lesion resulting in a vessel spasm. The pt was treated with urokinase for twenty four hours. The procedure was successfully completed the following day without pt complications and the pt was discharged the next day. Vessel spasm is a common anticipated event both intra and post angioplasty. However, without evaluating the device co cannot determine the exact cause for the event.